Event description:
The manufacturer received a report alleging that a recertified trilogy 100 ventilator displayed a "ventilator service required" alarm. No patient harm or injury was reported. The device was returned to the manufacturer for evaluation. Upon receipt, the reported complaint could not be duplicated, as the device powered on and operated normally. The device error logs were successfully downloaded and reviewed. Analysis identified "ventilator service required" events associated with speaker 1 and speaker 2 failures. To address the issue, the speaker kit and front panel board printed circuit assembly (pca) were replaced. Additionally, the rubber feet were found to be missing during the evaluation and were replaced as part of routine service. This finding was not related to the reported complaint. Following the repair, the device passed all testing.

Manufacturer narrative:
The reported failure of ventilator service required events associated with speaker 1 and speaker 2 failures is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function, and patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.